Event description:
It was reported to bsc/target that during the procedure when the physician tried to push the first coil, gdc 18-3d shape, the device stretced and got torn off. One part of the coil stayed in the patient. Because it did not produce any complications, the physician threw the rest of the coil away, so there is not anything left to inquire.